Manufacturer narrative:
Concomitant medical products and therapy dates: therapy dates are estimated dates. Date of explant: explant date unknown. A patient's system was explanted and replaced due to the leads not being placed at the optimal location to provide effective therapy to treat the patient's tremors was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturing number: 1627487-2021-02365. It was reported that the patient was not receiving effective therapy. It was determined the leads were not placed in the optimal position. The physician opted to explant the system on an unknown date in 2018.